Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed. No product was returned. Visual examination of the provided photographs confirmed that both the inner and outer sterile cavities are cracked vertically from the bottom to the top. The carton box exhibit many creases and dents, and slightly crushed corners. Review of the device history record identified no deviations or anomalies related to the reported issue during manufacturing. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse opened the external box she noticed that both internal packaging were fractured therefore not usable.